Manufacturer narrative:
(B)(4). Report source: japan. Visual review of the returned product lot 65214459, shows 1 pouch with a hair like fiber debris. Hair like fiber has an approximate length of 12mm. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was identified in the sterile packaging while inspecting circulated items. Attempts have been made and additional information on the reported event is unavailable at this time.